Event description:
It was reported that the patient presented in clinic for lead revision. It was noted that the right ventricular (rv) lead had noise issues since 2020. The lead was capped, and another lead was implanted successfully on (B)(6) 2024. Patient was stable.